Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2017 with the following findings: the battery compartment was found to be cracked at the threads on the side and below the grip pad. Although the original battery cap was not returned, the test battery cap could fit correctly to the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 08/24/2017.